Manufacturer narrative:
Device was not explanted the actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found six similar reports with the involved product code/lot# combination.

Event description:
The user facility reported that they were unable to insert the locator. The following information was provided by the user facility: when the locator was being inserted into the insertion sheath after the angio-seal device was unpacked, resistance was felt and the locator was not inserted into the insertion sheath. The device was not used and another angio-seal device was used to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient. It was reported that blood loss was <250cc.